Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer turned on the pump and received a button alarm. Subsequently, the pump then unexpectedly shutdown. During troubleshooting with tandem technical support the pump was unable to be turned back on. There was no impact to customer's blood glucose level. Customer has an alternate pump for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.